Event description:
It was reported that a user expressed concern that the ilet charged from 23% to only 34% after approximately 30 minutes on the charging pad, and customer education on proper charging setup and orientation was provided. Symptoms included no adverse clinical effects. Outcomes included continued device use with guidance to monitor charging progression. Investigation included technical troubleshooting and user education on charging practices, including verification of charger indicator status, wall-outlet use, and correct device placement. Investigation of this case revealed no device malfunction was confirmed and suggested suboptimal charging setup or orientation as the likely contributor. It was concluded, based on previously established findings for similar reports, that the cause was user-related setup or technique.

Manufacturer narrative:
Initial.